Event description:
On 11/20/1998, the pt complained of discomfort. X-rays were taken, and portions of the two filter stabilizing legs were identified in the left and right pulmonary arteries. The filter is currently located in the superior vena cava, near the right atrium.